Event description:
It was reported to boston scientific corp that a sensor urological guidewire was used during an unk procedure. According to the complainant, after back feeding a scope over the guidewire, the blue ptfe coating on the sensor guidewire came off and fell inside the pt. Pt's current condition is unavailable at this time.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unk. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed. At this time, we are unable to determine the relationship between the device and the cause for this event.